Event description:
It was reported that pump screen was dark and would not turn on, and that button was extremely difficult to press and required multiple presses to turn on pump screen. There was no adverse impact to the customer's blood glucose level. Customer was instructed to firmly press center of button while supporting bottom of pump, which turned pump display on, and technical support arranged pump replacement even though pump was out of warranty, with customer using multiple daily injections in the interim.